Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis. Type of fracture: compression fracture. Levels implanted: l1 it was reported that intra-op, cement solidified earlier than expected before enough amount was filled in the patient body. Cement was stored at proper temperature before and during the procedure i.e (below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use). The cement was doughy and homogenous prior to delivery into the patient. The procedure completed successfully with the use of new product. No patient complications were reported.